Event description:
Once while injecting and twice while preparing vaccines we have had liquid leak out around the hub for our bd integra 25g x 1" syringe needle combinations. FDA safety report ID # (B)(4).